Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 3.3 cm abdominal aortic aneurysm. Diameter of proximal aorta at the renal artery is 17 mm. It was reported an occlusion, caused by stenosis in the contralateral limb, was discovered at a post-operative follow up appointment. The physician stated that the cause of the event could not be determined. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.